Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy and possibly related to the implant procedure; the right stn lead was noted. A manufacturer representative (rep) also noted that the cause of the previously reported high impedances was unknown. No further complications were r eported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v150526, implanted: (B)(6) 2008, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there were high impedances on contact 0 and 3 accompanied by toe cramping. The diagnostic methods included a device interrogation on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as related to the device/therapy and related to the implant procedure; the right lead was noted. The actions/interventions taken to resolve the event included reprogramming around the contacts associated with the high impedances on (B)(6) 2017. The event was considered resolved without sequelae the same day. No further complications were reported/anticipated.